Manufacturer narrative:
(B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is c omplete a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a lumbar fusion procedure. During surgery the pituitary broke. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No fragments were left inside patient.

Manufacturer narrative:
Additional info: no additional tip crack, fracture, or breakage was identified. Stress overload product analysis : visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.